Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was misloaded (pli 20). It was noted that the strut on the upper crown was bent when checked under fluoroscopy. No resistance was felt when loading the valve. The same delivery catheter system (pli10) was used and the same valve was reloaded. Prior to this implant, the handle of the delivery catheter system (dcs) was ¿open¿. The dcs was used for a successful valve implanted. After the implant, it was noted that a pin on the handle was broken. The difficulties delayed the procedure approximately ten minutes. No adverse patient effects were reported. It was indicated that the handle might be returned.